Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback through the catheter was inconclusive because the failure mode could not be replicated in the laboratory setting. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. A red needless injection cap was attached to the solo luer adaptor. Residue was found throughout the returned device. The catheter was wavy and curved. When tested, the catheter was patent to infusion. When the distal end of the catheter was clamped with atraumatic hemostats and flushed against the occlusion, no leaks were detected. The distal end of the catheter was then submerged in a beaker of water and the luer was held below the beaker. No water was seen traversing along the catheter or through the proximal valve. Microscopic examination of the solo valve was unremarkable. The edges of the valve appeared straight and undamaged. No tears or gaps were noticed in the valve. As this failure mode cannot be replicated in the laboratory setting, this complaint will be considered inconclusive at this time. The event description stated that after the catheter was flushed, bleedback was no longer observed. Possible contributing factors include residual material or particulates caught within the valve holding it open or the valve becoming stuck in the open position. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter have been used for more than 1 month. It was stated that there was reverse blood from the catheter without a needle free connector. After flushing the catheter is not leaking but the catheter was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5198 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter have been used for more than 1 month. It was stated that there was reverse blood from the catheter without a needle free connector. After flushing the catheter is not leaking but the catheter was removed.